Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set experienced flow issues, and air in the line. The following information was provided by the initial reporter: potential back check valve failure: etoposide hung to be infused over 1 hr as the secondary infusion. After half hour, the bag was empty and there was air in the line. Rn noticed that the secondary bag was still infusing though the line was clamped at that point, and there was bubbling in the primary solution. It appeared that the chemo may have been going up into the primary IV solution and not into the patient.

Event description:
It was reported that bd alaris pump module smartsite infusion set experienced flow issues, and air in the line. The following information was provided by the initial reporter: potential back check valve failure: etoposide hung to be infused over 1 hr as the secondary infusion. After half hour, the bag was empty and there was air in the line. Rn noticed that the secondary bag was still infusing though the line was clamped at that point, and there was bubbling in the primary solution. It appeared that the chemo may have been going up into the primary IV solution and not into the patient.

Manufacturer narrative:
H.6. No product or photo was returned by the customer. It was reported that when the etoposide hung to be infused over 1 hr as the secondary infusion. After half hour, the bag was empty and there was air in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.